Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Patient presented to surgeon following a urinary tract infection with right hip irritability. Revision hip surgery trident tritanium acetabular shell, liner and ceramic head removed and components replaced.

Manufacturer narrative:
An event regarding infection involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no x-rays or medical reports were available, however some guidance was sought from a clinical consultant in relation to a possible link between the urinary tract infection and the revision surgery for the reported hip irritability. The review by a clinical consultant noted: there is no clinical or laboratory information to further detail this aspect of ¿irritable hip¿ syndrome but we may assume there was fluid accumulation around the hip with pain present as well which indicates the fluid was under tension, a clear warning sign for presence of infection if the hip was normal and painless before. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. Conclusions: the event or root cause could not be confirmed. Further information such as return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient presented to surgeon following a urinary tract infection with right hip irritability. Revision hip surgery trident tritanium acetabular shell, liner and ceramic head removed and components replaced.